Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of not fully seating the acetabular liner at the time of implantation, which allowed for the liner to disassociate, leading to articulation against the acetabular cup and direct femoral head - acetabular cup contact.

Event description:
Revision due to stem subsidence. Even though the stem subsided, it was well-fixed and the surgeon decided to leave it in. He was able to lateralize with +7mm femoral head.

Manufacturer narrative:
Pending device evaluation.

Event description:
Revision due to stem subsidence. Even though the stem subsided, it was well-fixed and the surgeon decided to leave it in. He was able to lateralize with +7mm femoral head.